Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the iesu to resolve intermittent energy output. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have error -33. The unit was placed on an in-house system and was run in normal mode. On startup, the unit displayed c-33. The complaint was confirmed based on the field evaluation/failure analysis. .

Event description:
It was reported that during a da vinci-assisted prostatectomy radical salvage surgical procedure, the vision side system (vss) bipolar and monopolar energy were intermittently working. The customer tried reseating the instruments, replacing the instrument, reseating the energy cords, and replacing the energy cords with no resolution. The site stated that sometimes the energy deliverance was lower than expected and sometimes it failed to fire at all. The intuitive surgical, inc. (Isi) technical support engineer (tse) inquired if any errors had been displayed on the integrated electrosurgical unit (iesu) screen, but the customer was unsure. The isi tse viewed system logs and noted errors m-35 and c-33. At this time, the customer handed the phone to the nurse to continue troubleshooting. The customer tried power cycling the iesu and the iesu powered on with errors c-33 and c-00. The isi tse was unable to verify the c-00 error in the system logs. The customer then tried rebooting the generator, but the issue persisted. The isi tse assisted the customer with integrating the force triad generator with the da vinci and the customer confirmed it was working. The customer was continuing with the case as planned. The procedure was completed with no reported injury.